Event description:
According to the information received, a (B)(6) girl was referred for closure of a large patent ductus arteriosus. The angiographic evaluation during the procedure demonstrated a large and short krischenko a pda with the narrowest diameter of 4mm at the pulmonic side and 7mm length. An 8/6mm amplatzer duct occluder (ado) was selected to close the pda. It was implanted with a device configuration and positioned appropriately on aortic angiogram before releasing it, but the device embolized into the descending aorta a couple beats after the release, most likely due to the shortness of the ductus and very elastic ductal walls. The device was uneventfully percutaneously removed using snare technique and the patient was sent to the or for surgical ductus ligation. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
See also manufacturer report 3004209178201004194. Therapy impedance was 110 ohms since (B)(6) 2010. Previously, it was 1163 ohms. The device was programmed to 3+, 1- with 3.7v for battery measurement. Further information is being requested from the hcp.

Manufacturer narrative:
The 8/6mm amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident since it was not returned to us. Should the device be returned, a supplemental report will be filed.